Manufacturer narrative:
The devices were evaluated and tested on november 15, 2018. The iq577 console met all specifications. Upon examination the settings for the iq577 console were found to be 200 duration ms, 0 power, 15% duty cycle and the micropulse interval was 1.700; which were not consistent with the settings reported by the physician. The difference in the duty cycle setting would result in a different treatment intensity. The console cannot switch from one treatment mode to another during treatment nor without deliberate steps taken by the operator. The reported issue of the console switching during treatment could not be duplicated. Please refer to MDR 2939653-2018-00014 for the device used in conjunction with the iq577 during this incident.

Event description:
Physician described during treatment the iq577 console switched to continuous wave (cw) from micropulse (mp) treatment modes which resulted in a burn adjacent to the patient's fovea. The treatment was conducted using an iq577 and a slitlamp adapter (sla). The physician stated he believed he was using the mp preset setting of 200 spot, 200 duration, 400mw power at 5% duty cycle.